Event description:
It was reported that the pump was infusing insulin, normal saline as well as dextrose 5% when pump had alarmed for occlusion patient side, upon clinical assessment, all three channels were still infusing. Upon further investigation in salesforce it was noted patient was on an ordered insulin and normal saline infusion pause for one hour, however pump modules were running. When nurse discussed with charge nurse the decision was made to change out entire pump system. While setting up new pump system it was reported the pump module programmed to infuse insulin would not recognize the door was closed during set up, flashed an "error code" and turned off. The pump module programmed to infuse the normal saline alarmed for channel error during set up. New pump modules were obtained. Further follow up from customer states un paused continued running infusions likely user error. There was patient involvement, patient's blood sugars were less controlled than previous shift requiring longer blood sugar control treatment. No medical interventions required. Received a copy of the customer's medwatch report from FDA which states," pump is alarming "occlusion patient side" on the ivf, the nss at kvo, and the insulin, were all still running."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the pump was infusing insulin, normal saline as well as dextrose 5% when pump had alarmed for occlusion patient side, upon clinical assessment, all three channels were still infusing. Upon further investigation in salesforce it was noted patient was on an ordered insulin and normal saline infusion pause for one hour, however pump modules were running. When nurse discussed with charge nurse the decision was made to change out entire pump system. While setting up new pump system it was reported the pump module programmed to infuse insulin would not recognize the door was closed during set up, flashed an "error code" and turned off. The pump module programmed to infuse the normal saline alarmed for channel error during set up. New pump modules were obtained. Further follow up from customer states un paused continued running infusions likely user error. There was patient involvement, patient's blood sugars were less controlled than previous shift requiring longer blood sugar control treatment. No medical interventions required. Received a copy of the customer's med watch report from FDA which states," pump is alarming "occlusion patient side" on the ivf, the nss at kvo, and the insulin, were all still running."

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device is a concomitant and this file has captured the correct suspect device with serial number MFR report # 2016493-2022-131393 and 2016493-2022-131392 as per investigation report.

Event description:
It was reported that the pump was infusing insulin, normal saline as well as dextrose 5% when pump had alarmed for occlusion patient side, upon clinical assessment, all three channels were still infusing. Upon further investigation in salesforce it was noted patient was on on an ordered insulin and normal saline infusion pause for one hour, however pump modules were running. When nurse discussed with charge nurse the decision was made to change out entire pump system. While setting up new pump system it was reported the pump module programmed to infuse insulin would not recognize the door was closed during set up, flashed an "error code" and turned off. The pump module programmed to infuse the normal saline alarmed for channel error during set up. New pump modules were obtained. Further follow up from customer states un paused continued running infusions likely user error. There was patient involvement, patient's blood sugars were less controlled than previous shift requiring longer blood sugar control treatment. No medical interventions required. Received a copy of the customer's med watch report from FDA which states," pump is alarming "occlusion patient side" on the ivf, the nss at kvo, and the insulin, were all still running."

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2022-134699 is a concomitant. Please refer to manufacturer report number 2016493-2022-131393 and 2016493-2022-131392, which captured the correct suspect device per investigation report.